Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-20617. The patient was implanted with two ipgs. Both ipgs are being reported as it is unclear which has the issue. It was reported the patient is experiencing pain at the ipg site for the past year. The patient has stimulation and effective coverage. The physician stated the patient has psychosomatic issues. Surgical intervention may be undertaken at a future date to remove the ipg at issue, and leave the lead implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.